Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 27 events were reported for this quarter product return status: 27 devices were received for evaluation. Evaluation status : 22 events were confirmed during testing, - 21 devices were found to be affected by damaged or missing components, - 1 device was reported to have been dropped and the head broke off; 5 device evaluations are in progress. Product disposition: the devices were repaired and returned to the user facility. Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 27 malfunction events in which the device had a component detach; 25 events had no patient involvement; no patient impact; 2 events had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 5 previously reported events are included in this follow-up record.   Evaluation status 5 reported events were confirmed during testing. - 2 devices were found to be affected by a worn component and a fractured blade mount assembly. - 1 device was found to be affected by a mechanical shock. - 2 devices were found to be affected by a fractured blade mount assembly. Additional information 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 27 </noe> malfunction events in which the device had a component detach. 25 events had no patient involvement; no patient impact. 2 events had no known patient involvement or patient impact.